Manufacturer narrative:
(B)(4). The astato xs 40 guide wire was returned for evaluation. At the mid solder (set at 15mm from the tip for the purpose of fixing the spring coil wire onto the core wire), the spring coil wire was found fractured. The exposed core wire was found bent and fractured at approximately 12mm distal to the mid solder. Microscopic observation of the core fracture end found a flat fracture surface and helical marks on the side of the core shaft near the fracture end. These findings indicated that torsion had contributed to the observed fracture of the core wire. The fracture end of the spring coil showed characteristic of fracture by bending stress that was generated when the spring coil that fixed by the solder became loose. Measurement of the returned astato xs 40 suggested that approximately 3mm of the core wire and approximately 15mm of the spring coil wire with the ball tip were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the torsion generated with torquing manipulation had most likely contributed to the tip separation. The applied stress would accumulate and exceed the product design limit when the tip was being caught and restricted its movement by the lesion, fracturing the core wire and the spring coil wire. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi astato xs 40 guide wire had separated during a percutaneous peripheral intervention (ppi) to treat a heavily calcified chronic total occlusion (cto) in the right common iliac artery (cia). The astato xs 40 was used with an asahi corsair armet microcatheter via an ipsilateral retrograde approach. The tip of the astato xs 40 became trapped during wire manipulation. When removing the astato xs 40, the wire tip detached and remained in the patient. As the wire fragment was trapped in the calcium and might not move, the physician decided to leave the wire fragment in situ. The treatment for the right cia was abandoned. A ppi was then performed to treat the left cia. The procedure was successfully completed with reestablished blood flow. The physician commented that the guide wire was torqued when it was trapped and this event was considered to be attributed to the procedure. The patient was fine without problem after the procedure and was scheduled to be discharged within a week.